Event description:
It was reported that during a follow up in clinic, incorrect longevity estimate and false elective replacement indicator (eri) was noted on the device. Abbott technical support was contacted and the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of longevity overestimation was confirmed. The device was above elective replacement indicator (eri) upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.